Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had not delivered a "low battery alarm" prior to the "replace battery now" alarm. The customer's blood glucose level was 9.5 mmol/l at the time of the incident. The customer was advised to continue use of the insulin pump if new batteries were inserted. The insulin pump will not be returned for analysis.